Event description:
It was reported that the user experienced an occlusion alarm followed by an alert 38 motor stall on the ilet pump after a recent supply change; a dry run without supplies and a full supply change were performed, after which insulin delivery resumed and the pump reached 120 units during priming without issue, consistent with a failure to infuse related to the motor component. Symptoms included hyperglycemia with a blood glucose of 260 mg/dl and no reported symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting and a device motor-related failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.